Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse confirmed the issue. Fse inspected the unit and found the probe was malfunctioning and would not take measurements. The fse replaced the probe, and was able to take measurements without any problems. The operation has been inspected and the equipment is in good condition.

Event description:
It was reported that during inspection the cs300 intra-aortic balloon pump (iabp) attached doppler blood flow meter cannot measure. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a